Event description:
Pneumothorax tube fell apart while in the patient's chest. The tube was sutured and stayed in place allowing the physician to remove the tube. Patient did not have pneumothorax after removal of the tube. A chest x-ray was performed following tube removal and the physician plans to follow-up. There were no adverse effects upon the patient.

Manufacturer narrative:
Exp - unk as lot is unk. (B)(4): no effect to patient was noted. (B)(4): device falling apart is not labeled. Event evaluation: still under investigation.